Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from u.s.a., stating that the device had cord damage. It is unk that the event did not occur during surgery; however, it is not known if there was any patient/user injury or medical intervention reported related to this occurrence. No add'l info available.